Manufacturer narrative:
Explant evaluation summary - the explanted devices were returned to w. L. Gore & associates for investigation. Submitted unfixed were three gore® excluder® aaa endoprostheses; one trunk-ipsilateral leg component and two aortic extender components. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified. The lumens of all devices were widely patent. The luminal and abluminal surfaces of all three devices were devoid of tissue. Inspection of the two aortic extender components showed each component largely contained within the other component. The trunk-ipsilateral leg component and the two aortic extender components were separated on arrival. Further, histopathological examination of the tissue could not be performed due to the lack adherent tissue.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional devices implanted and involved in this event: pxa260300/10280061 and pxa280300/10590692.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported the patient¿s proximal neck measured 14 mm in length with a slight reverse taper of the aortic neck measuring 20.5 mm ¿ 17.5 mm. The physician elected to implant a trunk-ipsilateral leg component just distal to the left accessory renal artery orifice within the 17.5 mm neck. It was reported that initial placement of the main body was precisely positioned and placed distal to the accessory renal artery. Reportedly, the trunk-ipsilateral leg component appeared to achieve good wall apposition in the slightly angulated (measuring 63°) proximal neck. After cannulation of the contralateral gate and confirmation of cannulation via pig tail catheter rotation, intra-operative digital subtraction angiography (dsa) imaging showed that the main body of the trunk-ipsilateral leg component had moved distally and was now positioned completely within the aneurysm sac. There was no reported tortuosity, calcification or thrombus in the proximal aortic neck that contributed to the distal movement of the trunk. Attempts to reposition the trunk proved unsuccessful. Next, an aortic extender component was successfully implanted to provide proximal extension on the trunk. Reportedly an overlap of ~50% was obtained between the trunk-ipsilateral leg and the aortic extender component. An additional aortic extender component was implanted to provide further proximal extension and additional stability. After placement of the second aortic extender component, another dsa was performed, it was noted a disconnection between the first aortic extender and the trunk-ipsilateral leg component. Reportedly, there was no distal or proximal migration of either aortic extender components during the implant procedure. Dsa imaging showed the trunk remained wedged in the aneurysm sac. It was determined the positioning of the trunk could not be corrected with additional endovascular techniques and the patient was converted to an open surgical repair. All endoprostheses were explanted and the patient tolerated the procedure.